Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 6.0mmx220mmx150cm sterling balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.